Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported part of his cardiac resynchronization therapy defibrillator (crt-d) device wasn't working and he had to go to hospital. The patient stated that he had a panic attack and couldn't breathe so he went into the emergency room. The patient noted the physician indicated half of the crt-d was not working and one of the leads was not working as well. The patient stated the physician did not indicate which lead they were referring to and did not explain any further as to what they meant by the device not working half of the time, however they were able to resolve the issue with a programming. The field representative was unable to obtain the emergency room reports from the hospital. The field representative noted that the patient has not followed up with a clinic in the area he is currently located and has unplugged his remote home monitor. The field representative was able to determine that the patient has a follow up visit scheduled with his clinic in three months when he returns to his summer location. No additional adverse patient effects were reported. At this time it appears the crt-d and all leads remain in service.